Event description:
As reported by the edwards field clinical specialist, a transfemoral tavr procedure was performed on (B)(6) 2014. The patient¿s aorta was severely tortuous. When inserting bav balloon, a guide wire perforated the left ventricular (lv). A 26mm sapien xt valve was implanted under extracorporeal membrane oxygenation (ECMO). The patient was converted to open heart surgery and the perforation was surgically repaired. The lv was widely torn and the anterior wall was incapable of moving. After the procedure, multiple cerebral infarcts were reported. The patient was passed away due to cardiac failure on (B)(6) 2014. The physician commented as follows. Cerclage of the lv was performed so as to repair the widely torn. This lead to depression of ventricular function. Renal failure and pneumonia were found as complications.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented by edwards in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case the exact cause of the cerebral infections could not be determined. However, in addition to the procedure itself, patient factors (female gender and advanced age) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(6) review. No corrective or preventative actions are required.